Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 24 mmol/l (432 mg/dl) and vomiting, while wearing the pod. At the hospital, the patient was placed on an intravenous (IV) of fluids and insulin.